Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) performed on (B)(6) 2015. According to the complainant, during the procedure, the second band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.